Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was later reported that the patient had gone to a different doctor closer to his home for a refill and they used a 4000mcg/ml co ncentration of compounded baclofen. The patient¿s normal refill physician had always used lioresal 2000mcg/ml. The reporter stated that technical services had supplied the incorrect calculation for the bridge bolus. It was noted that based on the calculation, the medication would not have harmed the patient so long as the patient came back in the next morning. The patient did come back in the next morning and the pump was reprogrammed to the correct calculation. Per the telemetry strips, the incorrect bridge bolus was programmed to deliver 598.7mcg over 39 hours and 33 minutes. When corrected, the pump was programmed to deliver the bridge bolus of 438.5mcg over 28 hours and 58 minutes. The patient had no symptoms at all. The caller stated that ¿she reprogrammed and all is well¿.

Event description:
It was reported that on (B)(6) 2013, the pump was refilled with baclofen at a concentration of 2,000 micrograms (mcg)/ml; however, the health care provider (hcp) then noticed that the previous programming was not changed from 4000 mcg/ml to 2000 mcg/ml. The patient was called back to the clinic on the date of the report (25 hours after the pump was refilled) and the hcp wanted to give the patient a bridge bolus. A bridge bolus was going to be programmed and the patient¿s pump was going to be updated. It was noted the patient did not have any adverse events associated with the programming error. Additional information has been requested, but was not available as of the date of this report.